Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-jul-09, information was received from a manufacturer representative (rep) regarding a patient who was implanted with an impl antable neurostimulator (ins) for spinal pain. It was reported that the patient hadn't used their system for years and caller was working with the patient to do a physician recharge mode (prm) recharging to recover ins so they can do an MRI. At time of call they were doing a 2nd prm. Technical services sent info on clearing the power on reset (por) and putting the ins into MRI mode. Technical services reviewed that ins may be unstable and need consistent charging in the coming hours and days. No symptoms were reported. On 2021-jul-27, additional information was received from the manufacturer representative (rep) reporting that the patient was just replaced with an new rechargeable ins on 7/26.